Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -13.00 diopter, in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2019 due to the patient experienced a refractive surprise. The lens was exchanged for a different model/length/diopter lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a lens/ case vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6- device code 1494: off-label use; acd < 3.00mm should be added in the initial MDR. Claim# (B)(4).